Manufacturer narrative:
A review of the result files showed that reactions appeared as reported by the echo for each sample. On (B)(4) 2013, samples were received from the customer. A review of sample barcode labels did not show any artifacts or print quality issues. The tubes were placed in a sample rack and loaded onto the echo. The barcode for sample tube 069526 was seated low in the sample rack. There was minimal white space between the barcode and the sample rack. As part of the installation process, customers are asked to send in examples of their barcode labels to determine the barcode symbology and if any configurations are needed for the echo to read the barcodes. The customer provided examples of their barcodes and it was determined that the barcode symbology was code 39 without check digits. Customers are advised that the recommended correction is implementation of check digits in the code 39 barcodes. A check digit is a numeric digit used to ensure that a barcode number is entered accurately into the computer. The label position in conjunction with having code 39 barcodes without check digits are possible causes of the misread sample ID.

Event description:
A customer reported that galileo echo (B)(4) assigned the incorrect sample identifier to a patient sample.